Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed.

Event description:
It was reported that post-surgery, the rods came out of the caps. The rods were replaced with others of the same size.